Event description:
It was reported that the patient fainted at home and was then seen in the hospital and found to have a low heart rate. It was found that the device was not pacing. The device showed undefined resistance and was reprogrammed. Another reprogramming was done and measurements were normal. The device is still in use. A lead replacement was suggested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient fainted at home and was then seen in the hospital and found to have a low heart rate. It was found that the device was not pacing. The device showed undefined resistance and was reprogrammed. It was also reported that there was a possible connection issue between the lead and the device. A lead replacement was suggested. The lead was reconnected to the device and all parameters were normal. A lead replacement was not needed. The device is still in use. No patient complications have been reported as a result of this event.